Manufacturer narrative:
(B)(4)

Event description:
A follow up is being filed as the customer reported inaccurate information. It was explained by the affiliate that she reported mistake. There is no eds issue. I mixed this case with another case (B)(4). The patient is waiting for revision surgery.

Manufacturer narrative:
It was not possible to investigate the complaint as no sample was returned for evaluation. If the sample is returned in the future, this complaint will be re-opened and evaluated. Review of the history device records confirmed the valve product code 82-3832, with lot cpnbg0, conformed to the specifications when released to stock on the 17th january 2014. No root cause could be determined as no sample was returned for evaluation. Based on this evaluation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Event description:
The patient is male and (B)(6), diagnosed as hydrocephalus and skull defeci. The surgeon did v-p surgery on (B)(6), 2014. No abnormalities during the surgery. On (B)(6), 2014, the patient had symptoms of excess drainage and collapse of brain tissue. The pressure was adjusted to 200mm h2o but still had excess drainage issue. The surgeon had to change to external drainage at this moment and planned to change a new valve.

Manufacturer narrative:
(B)(4).upon completion of this investigation a follow up report will be filed.